Manufacturer narrative:
The reported issue was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted to troubleshoot issue that a clip fell off the medium-large clip applier (mlca) instrument. No site visit was conducted. The tse advised the isi clinical sales representative (csr) to check the mlca instrument on the other arm or use spare instrument. The tse also advised the csr to reseat the sterile adapter. The csr will follow the advice. The system was working properly and no additional action was required. A review of the site's complaint history identified patient identifier (B)(6) as a related records. Patient identifier (B)(6) (this complaint) documents the clip applier 470327-09/ (B)(4), and patient identifier (B)(6) documents the clip applier 470327-12/ n10191125 ¿ 0031. These two clip appliers have the same reportable issue in one procedure. No image or video clip for the reported event was available for review. A review of the device logs for the mlca (part# 470327-09/lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the mlca instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 53 uses remaining after this last usage. This last usage of the device was after the reported event date, the mlca instrument has been used in two subsequent procedures. The logs show 3 mlca instruments were used in the procedure. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged during a da vinci-assisted low anterior resection surgical procedure, the clip came off the medium-large clip applier instrument. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse) that the clip came off the medium-large clip applier (mlca) instrument. The tse advised the csr to check the mlca instrument on the other arm or use a spare instrument. The tse also advised the csr to reseat the sterile adapter. The csr will follow the advice. The procedure was completing with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the mlca instrument was inspected prior to use without any damage. The clip did not come off when it was installed on the instrument and outside of the patient. There was no fragment falling into the patient¿s anatomy. There was no patient impact due to the issue. The mlca instrument will not be returned.